Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: not applicable, this material does not have an expiration date. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® brand pronto¿ quick release needle holder, the needle separates from the holder when changing tubes on an unspecified number of holders, resulting in one (1) used needle stick injury. No adverse impact was reported regarding the patient or user. Reported: "it is also increasingly common for the needle to come off the sleeve during tube changes. This time with a needle stick injury. Did the hcw receive additional treatment because of the unsi? No were 'universal precautions' met when carrying out procedures? Yes"

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2025-00616 was sent with the incorrect date received by manufacturer. The correct date received by manufacturer is 18apr2025.

Event description:
It was reported that when using the bd vacutainer® brand pronto¿ quick release needle holder, the needle separates from the holder when changing tubes on an unspecified number of holders, resulting in one (1) used needle stick injury. No adverse impact was reported regarding the patient or user. Reported verbatim: "it is also increasingly common for the needle to come off the sleeve during tube changes. This time with a needle stick injury. Did the hcw receive additional treatment because of the unsi? No. Were 'universal precautions' met when carrying out procedures? Yes".

Event description:
It was reported that when using the bd vacutainer® brand pronto¿ quick release needle holder, the needle separates from the holder when changing tubes on an unspecified number of holders, resulting in one (1) used needle stick injury. No adverse impact was reported regarding the patient or user. Reported verbatim: "it is also increasingly common for the needle to come off the sleeve during tube changes. This time with a needle stick injury. Did the hcw receive additional treatment because of the unsi? No. Were 'universal precautions' met when carrying out procedures? Yes."

Manufacturer narrative:
Type of reportable events: malfunction. This is a correction for MFR report # 2243072-2025-00616. It has been determined that the previously submitted report under MFR # 2243072-2025-00616 was sent as a needle stick; however, after a further evaluation of the complaint, the number of needle sticks was undetermined. The report is updated to reflect a reportable malfunction.

Event description:
It was reported that when using the bd vacutainer® brand pronto¿ quick release needle holder, the needle separates from the holder when changing tubes on an unspecified number of holders, resulting in one (1) used needle stick injury. No adverse impact was reported regarding the patient or user. Reported verbatim: "it is also increasingly common for the needle to come off the sleeve during tube changes. This time with a needle stick injury. Did the hcw receive additional treatment because of the unsi? No. Were 'universal precautions' met when carrying out procedures? Yes".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 12-may-2025. Investigation summary: "bd received 16 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for separates with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of separates was observed as dimensional measurements fell out of specifications. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode separates. The indicated failure mode was attributed to the supplier. The supplier has initiated further root cause investigation relating to the issue of separates through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."